Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this replacement implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel during a generator changeout. It was noted that the impedance was within range prior to the changeout. The lead was reversed in the header, and high out of range shock impedance was still observed. The therapy configuration was reprogrammed. Technical services (ts) provided additional troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this replacement implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel during a generator change-out. It was noted that the impedance was within range prior to the change-out. The lead was reversed in the header, and high out of range shock impedance was still observed. The therapy configuration was reprogrammed. Technical services (ts) provided additional troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this replacement implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance on the right ventricular (rv) channel during a generator changeout. It was noted that the impedance was within range prior to the changeout. The lead was reversed in the header, and high out of range shock impedance was still observed. The therapy configuration was reprogrammed. Technical services (ts) provided additional troubleshooting actions. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.